Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of extraneous stimulation several times during the day, and testing revealed that the device exhibited episodes of pacemaker-mediated tachycardia (pmt) with premature ventricular contractions (pvc). The pmt intervention and pvc response settings were programmed off, and the device remains in use. No patient complications have been reported as a result of this event.